Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 99 mg/dl. The customer's doctor stated that the customer began using the insulin pump without having been trained. It was advised that the customer should not use the insulin pump without being trained first. The customer's trainer was put in contact with the customer's doctor to arrange to train the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.